Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing ineffective therapy and difficulty charging due to the ipg migration. The patient underwent a pocket revision procedure wherein the ipg was relocated.